Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6 on the main unit was displaying a "close drawer" message and did not recover. The field service engineer (fse) replaced the inseparable inventory component and conducted testing, after which the device was verified to be functioning as expected. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 6 on the main unit was giving a "close drawer" message and would not recover. Drawer had been manually popped several times. There were lights showing in the back of that drawer; the others seemed to have two orange lights, but this one had one orange and one yellow light. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.